Event description:
It was reported that the right atrial (ra) lead was undersensing. The sensing assurance was turned off and the ra sensitivity was set low. The lead was reprogrammed and the sensitivity returned to normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).